Event description:
The customer reported that fluid leaked from the pump segment during an infusion of normal saline. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Manufacturer's report date: 02/11/2015. Internal file no: (B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.